Event description:
Patient reported, that their one crown on their back molar has cracked. They are having this repaired.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.